Event description:
Packaging is incorrect for product. While in a or case for central line placement, an arrow pediatric two lumen central venous catheterization kit was opened. The packaging stated 5 french 8cm length for catheter, but inside was a 5 french 5cm length catheter. The catheter was also marked 5cm on the catheter itself. Another one was pulled from the same lot and it also had the same problem. All product from the same lots was pulled from supply.